Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed the sensor failed per specifications due to high readings also, found cannula bent. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer reported via phone call that the insulin pump's sensor was not reading correctly. The insulin pump went into threshold suspend. Once in a while, the customer noticed a bent sensor cannula. Customer's sensor glucose reading was 120 mg/dl and his blood glucose level was 138 mg/dl. The customer was advised that the device would be replaced agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.